Event description:
It was reported that the user filled the ilet infusion tubing while still connected to the body and delivered approximately 18 units of insulin through the infusion set and tubing, after which support instructed the user to disconnect and pause the system before later reconnecting; subsequent blood glucose values trended from 184 mg/dl upward to 253 mg/dl and then down to 231 mg/dl without symptoms. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper procedure or method involving the tubing. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that contributed to the event.